Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 167 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy, however reverted to an alternate method of insulin therapy due to occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.